Event description:
Contact reported the leopard cage broke on one side after impaction. Surgeon said he thinks it broke due to excessive impaction. The impacter that was used was from the hospitals own set. There was no adverse consequence to the patient.

Manufacturer narrative:
Device evaluation anticipated. Once the device is received, an investigation will be performed and a follow up report will be filed.

Manufacturer narrative:
Implant was received in a condition which limited the extent of the evaluation. Two pieces of the broken cage were returned for evaluation measuring approximately 10mm x 3mm x 11.4mm long and 8mm x 3.3mm x 9.7mm long. According to the sales rep, approximately ? Of the cage remains in the patient. Albeit, if the entire implant was returned, a visual evaluation would have been conducted in conjunction with a product review to include the rd team to determine point of excessive impaction upon the implant during insertion. It should also be noted that the lot number is unknown therefore a lot history review could not be performed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiate action on any emerging trends; the meeting includes cross functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Root cause cannot be positively determined due to the limited sample returned as mentioned above. Based on the reported event, the most likely cause is due to excessive impaction on the cage during insertion as reported by the surgeon. The IFU (instructions for use) states excessive torque, when applied to longhandle insertion tools, can cause splitting or fracture of the polymer/carbon-fiber implants. When a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. No corrective action deemed necessary at this time which was determined by the limited sample size, unknown lot number and stated IFU implant precautions regarding the correct handling of implants.